Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station upload was stopped, and it was in retry mode. The technical support specialist (tss) requested access to the station and server. After connecting to the data base server via sql server management studio (ssms), the tss identified a sync error related to retry attempts caused by a duplicate key issue in the purge. Purge statistics table. Using knowledge article, the data was validated, revealing mismatched purge statistics key values between the station and server. The tss stopped data sync on the station, deleted the conflicting data on the server, restarted the sync process, and monitored logs until the message ¿no variation in change tracking value¿¿ appeared, confirming successful synchronization. An email was sent to the customer stating the station was operational, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients were not crossing over, and the station upload stopped. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.